Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. All keypad button presses did not activate desired pump functions during testing. It was also found that none of the buttons have normal spring back. There was evidence of keypad adhesive found under all key contacts.

Event description:
The patient reported that the keypad is intermittently responding.